Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers 11a19h25 and 11d19h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. This was a reoccurring issue and the patient has had peritonitis several times. Treatment provided was one dose of an unspecified antibiotic (route, dose, frequency and duration not reported). The patient was recovering. It was not reported if pd therapy was ongoing. The nurse stated that the event of peritonitis with culture positive for gram negative organism was related to dianeal therapy.